Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving dialudid via an implantable pump. The indication for use was spinal pain. It was reported that the patient¿s pump was removed due to an infection. Additional information received reported the pump was evacuating the body. The pump could be seen visually through an open wound. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The patient¿s infusion system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.